Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump, as the caller had previously reported similar alarms. Customer was advised to use a backup insulin pump to ensure uninterrupted insulin delivery until the replacement arrived, and was given instructions for returning the faulty pump. The caller confirmed understanding of all instructions, including placing the pump into storage mode and using a g7 sensor with the updated software on the replacement pump. A replacement pump with the latest software was shipped, and a signature was required for delivery.